Manufacturer narrative:
Insulin pump was programmed with current date and time. Insulin pump functioned properly. No time clock anomaly noted. Insulin pump was received with intermittent up button response due to corroded keypad trace. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents were normal, no unexpected low battery or off no power alarm noted. Insulin pump passed prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No frozen screen noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 167 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.